Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks in both primary and alternate configurations due to t-wave oversensing during frequency dependent left bundle branch block (lbbb) morphology. No lbbb template was saved during these episodes. Troubleshooting involved assessment of different vectors during normal sinus rhythm and during elevated heart rate (via an exercise test). Primary was programmed and an lbbb template was saved. Additional recommendations from technical services (ts) included extending smart charge intervals and monitoring via the latitude remote patient monitoring system. Besides the inappropriate shocks, no other adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks in both primary and alternate configurations due to t-wave oversensing during frequency dependent left bundle branch block (lbbb) morphology. No lbbb template was saved during these episodes. Troubleshooting involved assessment of different vectors during normal sinus rhythm and during elevated heart rate (via an exercise test). Primary was programmed and an lbbb template was saved. Additional recommendations from technical services (ts) included extending smart charge intervals and monitoring via the latitude remote patient monitoring system. Besides the inappropriate shocks, no other adverse patient effects were reported. This device remains in service.